Manufacturer narrative:
Device remains implanted. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple follow-ups, the healthcare provider declined to provide additional information such as cause of death, implant operative report, and patient medical history. It was learned that no autopsy was performed and the device remained implanted. There is no information to indicate a device quality deficiency which may have contributed to this event. Without additional information, no further investigation can be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that the patient has expired after an implant duration of approximately 90 days. Upon follow-up, the healthcare provider indicates it is unknown if the edwards' device caused or contributed to the patient's death. The cause of death was not provided.